Manufacturer narrative:
The device was returned to (B)(4) for evaluation, and is being subjected to a number of tests. It has not been possible to confirm the complaint via testing because the device appears to have been tampered with prior to arriving at (B)(4). A review of the device history record showed no nonconformances during the manufacture of the pump.

Event description:
The initial reporter stated that pump was set up for treatment at night. When they returned in the morning nothing had been delivered. Two attempts were made to contact the initial reporter for additional information, as well as the patient status after the event, but no additional information was able to be gathered. (B)(4).